Manufacturer narrative:
Company comment: the serious event of oedema at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes medical intervention and potential long-term permanent damage. Potential root causes include the treatment procedure or reaction to the product in the local tissue with impact on the lymphatic system. Sculptra was intentionally misused in regards to reconstitution and use of cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, only 2 medical complaints have been reported on this batch number. A batch record review was performed. No potential quality issues had been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. Based on the available information, the case does not indicate a non-conforming product or malfunction. Three follow-up attempts to contact the reporter have been made, but not response has been received. The performed investigations are therefore considered adequate and no further investigations will be performed until additional information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 04-oct-2023 by a physician, which refers to a 65-year-old female patient. The patient was healthy and had no known illnesses or allergies. The patient was not taking any medications. She had not had any vaccines or infections in the last year. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with sculptra (lot: 3j1384) to temporal fossa (temporal, middle and lower 1/3 of the face) and mandibular front using cannula 22g (unknown amount and injection technique). The sculptra was reconstituted with 9 ml of distilled water [water for injection] + 1 ml of lidocaine [lidocaine] taken to 2 ml on the double chin (as reported by the professional). The sculptra was reconstituted with 9 ml of distilled water and injected using cannula 22g (intentional device misuse). The patient had not used the product previously. After applying sculptra, a vigorous manual massage was performed for 5 minutes and the patient was instructed to perform the massage for 10 days, 5 times a day, for 5 minutes. On (B)(6) 2023, the patient reported to the hcp that she experienced gradual appearance of edema (implant site oedema) on the entire face since the day of the sculptra treatment. On (B)(6) 2023, the patient went to the physician's office who performed a physical examination which revealed generalized facial edema without evidence of indurations or pain upon application, without clinical signs of infection and without erythema. The physician performed ultrasound, radiofrequency laser and manual lymphatic drainage. On (B)(6) 2023, the patient underwent an ultrasound which showed edema without indurations. On (B)(6) 2023, during a telephone medical consultation with a company representative, the patient was prescribed prednisolone [prednisolone] 50 mg per day for 5 days, then 25 mg for 5 days, then 5 mg for 15 days. She was also treated with decadron [dexamethasone] 8 mg intramuscularly, but there was no improvement. On (B)(6) 2023, the patient returned to the physician's office who revealed that the edema continued. The physician performed ultrasound, radiofrequency laser and manual lymphatic drainage. On an unknown date in 2023, the patient received serum therapy with traumeel [achillea millefolium; aconitum napellus; arnica montana; atropa bella-donna; bellis perennis; calcium sulfide; calendula officinalis; echinacea angustifolia; echinacea purpurea; hamamelis virginiana; hypericum perforatum; matricaria chamomilla; symphyt] and lymphomyost, berbeel, and nuxeel [bryonia cretica, citrullus colocynthis, lycopodium clavatum, strychnos nux-vomica] sublingually 3 times a day. Outcome at the time of the report: edema was not recovered/not resolved/ongoing. Sculptra was reconstituted with 9 ml of distilled water and injected using cannula 22g was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 31-oct-2023 from the same reporter: (implant site oedema) updated. Suspect device location, reconstitution details, event onset date, laboratory data, and corrective treatment details were updated. On 14-nov-2023, batch record review results were received. V.2 three follow-up attempts to contact the reporter have been made, but not response has been received. The case was upgraded to serious due to potential long-term damage.